Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that the screw holding the handle of the mics fell of, resulting in the surgical delay of 5 min in a tka case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of product history records indicate 25 devices were manufactured under lot k08uf and 24 including 4201386 were accepted into final stock on 01/24/2017. A review of qt17-01-0086 revealed that the non- conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k08uf shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA (B)(4).

Event description:
During second (right) side of a bilateral knee operation, in the middle of cuts with straight saw attachment, the bolt holding the white grip of the mics to the mics power system fell out of the power and onto the surgical field. The bolt was quickly located by an assistant and the surgeon was advised to use coban/ioban to keep the white handle attached to power. This was done to maintain proper grip on the power/saw attachment.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During second (right) side of a bilateral knee operation, in the middle of cuts with straight saw attachment, the bolt holding the white grip of the mics to the mics power system fell out of the power and onto the surgical field. The bolt was quickly located by an assistant and the surgeon was advised to use coban/ioban to keep the white handle attached to power. This was done to maintain proper grip on the power/saw attachment.